Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a failed battery test alarm the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a failed battery test alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector noted. Insulin pump passed idle current test. Unable to perform run current test, unexpected restart error test and displacement test due to button keypad anomaly. Unable to verify failed battery test alarm due to button keypad anomaly. No frozen screen anomaly noted. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.